Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(4)displayed "system error, out of service, revert to manual CPR" upon powering on. The customer switched to manual CPR after 30 seconds. No impact or consequence to the patient.

Manufacturer narrative:
The customer reported a complaint that " the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" upon powering on" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was due to a defective processor board, likely due to normal wear and tear. The platform was manufactured in december 2012, and is nearly 10 years old, well beyond its expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, the front enclosure was observed to be damaged. The observed physical damage appeared to be characteristic of user mishandling. The front enclosure will be replaced to address the observed physical damage. The archive data review indicated system error user advisory (ua) 132 (internal watchdog timeout), thus confirming the reported complaint. Unrelated to the reported complaint, user advisory (ua) 02 (compression tracking error) and (ua) 45 (drive shaft not at home position) error messages were also observed. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The defective processor board will be replaced to address the system error. The (ua) 02 observed in the archive could not be duplicated. A load cell characterization check was performed to troubleshoot for the (ua) 02, but both load cells functioned within the specification. Also, unrelated to the reported complaint, a damaged encoder gearbox was observed, likely due to the age of the device. The encoder gearbox will be replaced to remedy the issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(4).